Event description:
It was reported that the device had a weak segment led. No patient involvement was noted.

Manufacturer narrative:
Additional information added to d10, g4, h3, h6, h10. The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the u4 and u2 on display board - recall affected. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/29/2019 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had a weak segment led. No patient involvement was noted.